Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due high pacing impedance values. Programming changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.